Event description:
The implantable neurostimulator was tilted into the patient's ribs. It took the patient a long time to recharge and took longer than the patient expected. The battery was not able to charge to 100% full. Recharging was painful. Device interrogation revealed impedance problems, but the field representative was able to successfully reprogram the device around the affected electrodes. Charging seemed normal to the field representative at interrogation. The system was revised. The hcp had to revise the system before. It was reported there was no product problem. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.